Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed but the pvl remained. A second valve was successfully implanted valve-in-valve and a bav was performed reducing the pvl. The valve leaflets and left ventricular outflow tract (lvot) were reported to be severely calcified. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.